Manufacturer narrative:
The lot was manufactured may 10, 2017 - may 12, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This issue was identified after the infusor was filled with unspecified medication and before patient use. There was no patient involvement. No additional information is available.